Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced two bent cannulas and had high blood glucose level (500 mg/dl). She self-treated her by changing the infusion set, received corrective bolus via pump and multiple daily injections. She was hospitalized due to high blood glucose level and received insulin drip as corrective treatment. The issue was resolved after treatment. The patient was hospitalized for more the 2 days and was still in the hospital at the time of reporting. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.